Event description:
It was reported that broken screws were discovered approximately ten months post a humeral fracture revision procedure performed on an unknown date during (B)(6) 2014. The patient began to experience pain (with no trauma occurring) in (B)(6) 2015; x-rays dated (B)(6) 2015 showed four broken screws. It was reported that the construct consists of a plate and eleven screws. The patient sustained a right humeral fracture when she tripped and fell while walking a dog on (B)(6) 2012. It was reported that originally it was "left to heal on its own". When it did not heal, it was discovered that the "biceps were impaled between the bone". In 2013, a procedure involving an unknown plate and screws was performed. After one year, this construct reportedly "fell apart", and a revision was performed in (B)(6) 2014. A revision surgery has not yet been scheduled to address the broken screws. This report is for one unknown right proximal humeral plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the reported humeral fracture procedure was performed on (B)(6) 2014.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date is unknown. This report is for one unknown right proximal humeral plate. Part and lot number are unknown. Implant date was reported as an unknown date during (B)(6) 2014. (B)(4) additional medical intervention necessary to address broken screws, including x-rays. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the: part mfg date: 01/31/2012. Part exp. Date: n/a (for s part numbers), DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp periarticular proximal humerus plates was processed through the normal manufacturing and inspection operations with no rework or non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: the lcp periarticular proximal humerus plates are indicated for fractures, fracture dislocations, osteotomies, and nonunions of the proximal humerus. The technique guide (j9083-b) recommends inserting cortex screws first to pull the plate to the bone and to aid in reduction of any distal shaft fragments. The technique guide also states to use standard ao screw insertion technique to insert 3.5mm cortex screws in the dcu portion of the combi holes. The complaint description states that the screws broke ten months post a humeral fracture revision. It is likely that the bone did not heal causing the 4 screws distal to the fracture to fatigue and fail. Not following the recommended technique may have also contributed to the screw breakage. Product drawing 204_810 rev. P was reviewed during the evaluation and no issues were found. Manufacturing location reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.